Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pain in hip, stiffness, allergic rhinitis, breast mass, hand pain, muscle strain, supraventricular tachycardia, thyroid nodule, tinnitus, allergic reaction to antibiotics (penicillin) and groin pain. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (fluticasone) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraine") and headache ("headache"). In 2017, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and arthritis ("other injury(ies) or complication (s) please describe: arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), arthralgia ("joint pain"), abdominal distension ("bloating") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, headache, arthralgia, abdominal distension, bladder disorder, urinary tract disorder, endometriosis, fatigue, tooth disorder, weight increased, arthritis and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, joint pain, bloating. Discrepancy noted in date of insertion: (B)(6) 2010. Coils visible left 5 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful insertion of essure devices. Imaging procedure - in 2010: essure confirmation test (unspecified) showed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: it was discovered receipt of further follow up information that there may be 2 cases that exist for the same patient. Marked for deletion. This case found as a duplicate for (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pain in hip, stiffness, allergic rhinitis, breast mass, hand pain, muscle strain, supraventricular tachycardia, thyroid nodule, tinnitus, drug allergy (penicillin) and groin pain. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (fluticasone) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced migraine ("migraine") and headache ("headache"). In 2017, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), arthralgia ("joint pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), arthritis ("other injury(ies) or complication (s) please describe: arthritis") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, headache, arthralgia, abdominal distension, bladder disorder, urinary tract disorder, endometriosis, fatigue, tooth disorder, weight increased, arthritis and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, joint pain, bloating. Discrepancy noted in date of insertion: on (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Imaging procedure - in 2010: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Events: bladder disorder, urinary tract disorder, endometriosis, fatigue, dental problems, weight gain, arthritis, lower abdomen pain, were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pain in hip, stiffness, allergic rhinitis, breast mass, hand pain, muscle strain, supraventricular tachycardia, thyroid nodule, tinnitus, allergic reaction to antibiotics (penicillin) and groin pain. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (fluticasone) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced migraine ("migraine") and headache ("headache"). In 2017, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and arthritis ("other injury(ies) or complication (s) please describe: arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), arthralgia ("joint pain"), abdominal distension ("bloating"), tooth disorder ("dental problems") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, headache, arthralgia, abdominal distension, bladder disorder, urinary tract disorder, endometriosis, fatigue, tooth disorder, weight increased, arthritis and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, joint pain, bloating. Discrepancy noted in date of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Imaging procedure - in 2010: essure confirmation test (unspecified) showed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), migraine ("migraine"), headache ("headache"), arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, headache, arthralgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, joint pain, bloating diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2010: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: previously reported event injury were updated to new event pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, general abnormal bleeding, menorrhagia, metrorrhagia, migraine, headache, joint pain, bloating. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.